Event description:
The user facility reported that a procedure was aborted on a 68 year old female patient for placement of impella cp due to extensive aortic disease. No patient injury was reported.

Manufacturer narrative:
The investigation for the reported delivery issues was completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the delivery issue was most likely related to patient condition; the device was unable to pass through due to extensive aortic disease as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.